Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. Clinical investigation: a clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the adverse event. Based on the provided information a temporal relationship exists between the liberty select cycler and the reported adverse event of death. However, the patient¿s death is likely due to the decision to place the patient on hospice care. There is no evidence indicating a causal relationship between the liberty select cycler and the adverse event nor is, there any allegation against any fresenius device(s) malfunctioned or failed to perform as expected. Per the pd nurse¿s statement the expiration of this patient was due to pre-existing congestive heart failure.

Event description:
A follow up call with a peritoneal dialysis (pd) patient¿s nurse on an unrelated event revealed the patient expired on (B)(6) 2018. The pd registered nurse stated the patient was under hospice care when they began continuous cyclic peritoneal dialysis (ccpd) therapy on (B)(6) 2018. The death certificate was unavailable. The cause of death was reported to be due to pre-existing congestive heart failure. The patient was not connected to the device at the time of death, however it is unknown if the patient had any fluid in their peritoneum at the time of death. Additional information was requested but was unavailable.